Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen illuminated to normal contrast and was functioning appropriately. A nick was found on the right hand corner of the display lens. The reported issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen on the pump had ink spots or cracks. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the display screen defect remained unresolved.